Manufacturer narrative:
The reported events of helix mechanism issues were confirmed. A complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. X-ray inspection found no anomaly at the connector region. X-ray examination of the helix mechanism found the helix stretched/bent consistent with procedural damage. The cause of the reported events was isolated to stretched/bent helix and blood/tissue in the helix region consistent with procedural damage. Visual inspection of the lead did not find any other anomalies except for procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the low-voltage lead failed to extend and retract. The low-voltage lead was not used, and no replacement was reported. There were no patient consequences.

Event description:
Additional information received noted that the right ventricular lead¿s helix had failed to extend and had failed to retract after it was placed in the patient¿s body.